Manufacturer narrative:
(B)(4).

Event description:
No details available at this point will be provided mon 10 august. *** additional information *** 1. Please describe incident when details are available. The instrument was detached from tissue, could be not opened . 2. Please confirm that product will be returned for investigation. Yes. 3. Was any reinforcement material used in conjunction with the stapling device? No further material 4. What surgical procedure was being performed? Open subtotal gastrectomy. 5. What was the date of the procedure? (B)(6) 2015. 6. What is the patient age, weight, gender? Male other not available. 7. Was there any unanticipated tissue loss as a result of this problem? Yes, loading had to be removed from tissue.. 8. Was there any tissue damage as a result of this problem? No. 9. Was there blood loss of 500cc or more due to the product problem? No. 10. Did any additional blood loss resulting from this product problem require a blood transfusion? No. 11. Was surgical time extended by more than 30 minutes due to the product problem? No. 12. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. 13. What is last known patient status? Fine.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received partially engaged with the reload. The firing knobs and firing rod were fully advanced. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Engineering examination noted damage to the instrument firing rod and internal features of the reload lock assembly indicating reload was not engaged properly during loading. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for the clamped jaws on the reload has been attributed to an error during loading which resulted in the reload not being locked in place with the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.